Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board with lot code 2033 which reflects the transformer has p155 insulation thickness. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support and reported a blank screen occurred on the liberty select cycler during step 2 of setup. The patient also reported that a burning smell was observed after the screen went blank. The touchscreen, ok and stop keys were pressed, and the cycler was rebooted, however the issue persisted. The patient was advised to discontinue use of the cycler. A replacement cycler was issued to the patient. It was reported that an alternate form of treatment was available. There was no patient involvement regarding this issue. Upon follow-up the patient stated that treatment was completed on the reported event date using manual exchange. The replacement cycler was received. The old cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.